Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The customer alleged that the battery compartment was cracked and the yellow oring was visible at the battery cap. There was no alleged damage to the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 08/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/12/2016 with the following findings: a review of the pump¿s black box revealed multiple pump reboots. The battery compartment was found to be cracked below the grip pad to the case seal. The battery cap was able to fit and maintain an electrical connection. The pump powered on correctly with no power interruptions duplicated during investigation. The pump was opened and there was no intermittent condition found on the power printed circuit board.